Manufacturer narrative:
The lot number of the device used is unk, consequently, the manufacture date and expiration date of this device is also unk. The complainant indicated that the device will not be returned for evaluation since the device was disposed of; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydrothermablator procedure set was used during a endometrial ablation procedure in 2009. According to the complainant, during the procedure there was a fluid leak outside of the cervix. The leak caused a burn on the right side of the vaginal wall, 1.5cm x 1 cm in size. The physician classified the burn as a second degree burn. Two tenaculum stabilizers and a speculum were used. No fluid leaks were noted during the hysteroscopy. There was no fluid loss alarm. The physician aborted the procedure and treated the burn with cream, type not known. Additional information obtained from the physician confirms that the 2nd degree burn had not escalated and that the patient was fine.